Event description:
It was reported while using bd ultra-fine¿ short needle insulin syringes one syringe was found to be missing lot number and date. The following information was provided by the initial reporter: 1 x no lot number and no date.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 30-jun-2022. H6: investigation summary: customer returned a total of (7) 1ml, 29 gauge, 12.7mm syringe blister packs from lot 1173030. One of the blister packs is missing the print for its lot and manufacturing information. A review of the device history record was completed for batch# 1173030. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of label information missing. No root cause pertaining to this defect could be found.

Event description:
It was reported while using bd ultra-fine¿ short needle insulin syringes one syringe was found to be missing lot number and date. The following information was provided by the initial reporter: 1 x no lot number and no date.